Event description:
The manufacturing representative reported that the impedance test was inconclusive due to a low implantable neurostimulator (ins) battery. The physician would be replacing the battery due to normal battery depletion. The patient had good therapy until the battery started getting low. The patient's device was implanted for back pain and the back pain was not new, but it had been getting worse. This occurred daily since (B)(6) 2016. This was considered a gradual change in symptoms. The patent further noted that it had taken over 3 weeks to find a physician to perform the replacement. The patient was on blood thinners, low grade pain medication and a fentanyl pain patch. The patient had diarrhea. The patient had been in and out of the hospital due to the pain of not being able to use the ins because it was depleted. The patient began crying and stated "suicide", but the patient further clarified that she didn't mean it and she was just so frustrated. No trauma or falls were reported. Indications for use include radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.